Event description:
Patient presented with high impedance, and during surgery the surgeon noticed a lead break. The lead was replaced. The explanted lead has not been received for analysis to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.

Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. Abraded openings were observed in the outer and inner tubing, most likely caused by wear. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) including the helices were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. No further relevant information has been received to date.

Event description:
The lead was received but product analysis has not been completed to date. No further relevant information has been received to date.